Event description:
The patient reported having stimulation in an undesired location. The patient stated that they are feeling stimulation in the chest and abdomen area instead of their lower back and legs. The patient noted that the issue started two weeks prior to the time of the report. The patient was to follow up with a healthcare provider. Indication for use is lumbar radiculopathy and spinal pain.

Manufacturer narrative:
Other applicable components are: product ID 977a260, lot# va141l6027, product type: lead; product ID 977a260, lot# va141l6026, product type: lead.

Event description:
Additional information was reported by the manufacturer representative that they had performed troubleshooting remotely with the patient on (B)(6) 2016 but was unable to take care of the issue over the phone. At the time of the report, the manufacturer representative was working on establishing a patient appointment with the neurosurgeon within the next 2 weeks.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative (rep) a change in therapy with stimulation in the stomach, ribs and chest and noted lead migration. A thoracic x-ray was ordered. When comparing the x-ray to a previous x-ray, it was noted that the right lead had migrated north at least 1.5 ¿ 2vertebral levels. The patient reported no falls, heavy lifting or accidents. The patient¿s pain was predominantly on the left side and the left lead appeared to be in the same position. The rep noted that troubleshooting may provide a temporary fix if the left lead was still covering the patient¿s pain, but may refer to a neurosurgeon and discuss a percutaneous versus a paddle lead. The rep did not know about the programming due to the implant having been done elsewhere. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.